Manufacturer narrative:
The event of lymphoma alcl and enlarged mass are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphoma alcl and enlarged mass.

Event description:
Through literature article "a rare case of a transgender female with breast implant¿associated anaplastic large cell lymphoma treated with radiotherapy and a review of the literature", it was reported a case of a patient with a history of breast augmentation with bilateral silicone implants. Nine years later, the patient "developed pruritus and hyperpigmentation of the skin overlying her right breast but did not seek medical care." Seventeen years later, the patient presented with an enlarging right breast mass. Pathology confirmed breast implant¿ associated anaplastic large cell lymphoma (ann arbor stage iie, tnm stage iii bia-alcl). Ultrasound guided right breast biopsy revealed atypical t-cells positive for cd30. Although the authors do not clearly specify that the alk was negative, it is clearly specified in the introduction that they realize the diagnosis requires both cd30 and alk to be appropriate. The device has been explanted.

Manufacturer narrative:
Article citation: "a rare case of a transgender female with breast implant¿associated anaplastic large cell lymphoma treated with radiotherapy and a review of the literature", naba ali, kunal sindhu, and richard l. Bakst, journal of investigative medicine high impact case reports volume 7: 1¿5 © 2019. American federation for medical research doi: 10.1177/2324709619842192 journals.sagepub.com/home/hic. The event of lymphoma alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphoma alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. [(B)(4)].

Event description:
Through literature article "a rare case of a transgender female with breast implant¿associated anaplastic large cell lymphoma treated with radiotherapy and a review of the literature", it was reported a case of a patient with a history of breast augmentation with bilateral silicone implants. Nine years later, the patient "developed pruritus and hyperpigmentation of the skin overlying her right breast but did not seek medical care." Seventeen years later, the patient presented with an enlarging right breast mass. Pathology confirmed breast implant¿ associated anaplastic large cell lymphoma (ann arbor stage iie, tnm stage iii bia-alcl). Ultrasound guided right breast biopsy revealed atypical t-cells positive for cd30. Although the authors do not clearly specify that the alk was negative, it is clearly specified in the introduction that they realize the diagnosis requires both cd30 and alk to be appropriate. The device has been explanted.